Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific cem received info that this left ventricular (lv) epicardial lead as part of the device system was surgically abandoned during the surgical intervention to address the pocket infection. Initially the only known issue was noise on the ra channel leading to four inappropriate mode switches. Upon office follow-up, the physician detected fluid in the device pocket and device system explant enused.